Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report unexplained high blood glucose levels. The customer's blood glucose level was 473 mg/dl. The customer treated with food. The customer found an air bubble and was able to push it through the tubing. Nothing was replaced or returned for analysis.